Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose, diabetic keto acidosis. The customer¿s blood glucose level was 430 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the insulin pump had insulin pump error alarm, also had frozen display, buttons were not responding, insulin pump turned off, also receive an error message. Customer was unable to clear the alarm. Customer declined for troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, frozen display, stuck button alarm, pump error 49, or additional pump error alarms noted during testing. (B)(4).